Event description:
During an ep study and svt ablation, a transeptal puncture was performed and a long sheath was advanced into the left atrium. Following successful transseptal access, fluoroscopic imaging revealed that the tip of the sheath had fractured.